Event description:
It reported that device entrapment occurred. A 150 cm mamba flex microcatheter was selected for percutaneous coronary intervention (pci) procedure at the left anterior descending (lad) and right coronary (rca). The microcatheter became stuck on the guidewire inside the patient and both the guidewire and microcatheter had to be removed together as a unit. No patient complication were reported.